Event description:
Patient on tpn compounded with baxa em2400 pump on (B)(6) 2008. Patient reported to phs that bag was empty but infusion pump (curlin) still had approximately 45 ml left to be infused. Remixed and sent new batch of bags. When new shipment arrived, local rn agency went to the home with an infant scale and weighed a bag from the 4-28 compound and 5-1 compound. Four-28 bag was 3.6 pounds and 5-1 bag was 4 pounds. Reviewed all reports from 4-28 compound from baxa and the largest error was 1.3% which was within MFR specification. However, given the bag weight difference, actual was approximately 10% which would not be within specifications. Immediate action included as a precaution weighing all bags with an accurate infant scale as a double check. Also, set up backup compounder to send original back to baxa.